Event description:
The physician used a wilson-cook tri-ex extraction balloon during a stone extraction procedure. The initial report indicated the balloon ruptured during use. When the balloon was returned for evaluation, it was noted a small portion of the balloon material was missing. Additional info regarding the missing portion of the balloon was requested but not provided by the reporter. An injury to the pt was not reported.